Event description:
The reporter called on behalf of patient alleging that the one touch ultra meter was reading inaccurately erratic. The patient obtained blood glucose results of 110 mg/dl and 180 mg/dl with the lifescan meter, performed within 10 minutes of each other. The customer service representative walked the reporter through two consecutive control solution tests and both fell outside the specified range. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's test strips and control solution were replaced.